Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the umbilical catheter was leaking. There was no difficulty in insertion. Per customer, they had to remove the central line because questionably septic infant lost all antibiotic that was given plus approximately 20 ml of IV fluid.

Manufacturer narrative:
The device history record (DHR) for lot 2329900100 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the umbilical catheter was leaking. There was no difficulty in insertion. Per customer, they had to remove the central line because questionably septic infant lost all antibiotic that was given plus approximately 20 ml of IV fluid. Additional information was received from the customer and stated that the line needed to be removed, needed a peripheral IV start (which is a painful procedure) and patient missed doses of antibiotic. However, ultimately no other harm resulted from the incident.

Manufacturer narrative:
Section b5 has been updated to include additional information. See section h6 evaluation codes (health effect - clinical code): updated to 4582 - no clinical signs, symptoms or conditions.